Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/28/2024, a sales representative via (B)(4) reported that a 0804-000 reduction tool was bent. The surgeon noticed that the reduction tool they were using to change the position of the ball tip wire was bent and should remain straight and not be easy to bend in the shaft. The representative stated that this is an extensive manual for surgeons to use intramedullary, and any bend in poor bone could cause an iatrogenic fracture. No harm came to the patient; they changed instruments when they noticed the deficiency in the product. This was discovered during a hip fracture procedure (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 0804-000 batch 211858 was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection revealed that the shaft has a significant bend, compromising the device's proper functionality. The most probable cause of the reported and observed failure is the application of excessive force during use.